Event description:
Customer reportedly obtained results of 453 mg/dl, 160 mg/dl, 51 mg/dl, and 157 mg/dl on the advantage system within 10 minutes. Customer ate in response to symptoms. No adverse event reported. Requested return of suspect system and replacement sent.